Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported the patient presented emergently over 10 years later, a cta performed showed a type ia endoleak. Intervention was performed and a 36x36x49 aortic cuff was implanted to the level of the renal arteries and extending to just proximal to the flow divider of the aneurx graft. The cuff was then ballooned using a reliant balloon. 10 endoanchors were also implanted to buttress the proximal landing zone. This resolved the endoleak. As per the physician the cause of the event was disease progression. No additional clinical sequelae were provided and the patient is fine.